Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found dead at home. The patient reportedly expired while attempting a system controller exchange and was found two days later by the family. No further information was provided.

Manufacturer narrative:
The hospital stated they do not have the system controller to return. A system controller analysis could not be performed. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight: the patient's weight was not provided. Serial number: the serial number of the system controller was requested but not provided to the manufacturer. Device manufacture date: as the device serial number was not provided to the manufacturer, the manufacture date is not known. The hospital reported the system controller will not be returned. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.